Manufacturer narrative:
An event of deployment deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 28mm amplatzer septal occluder was selected for implant. During the procedure, the distal disc deployed deformed, cobra-head shaped. The device was re-sheathed and re-deployed and the deformation persisted. The device was exchanged for a second 28mm amplatzer septal occluder (lot number unknown) and the procedure was completed successfully with the replacement. Per user, the procedure was not significantly extended. The patient remained hemodynamically stable throughout the procedure and is reported to be stable.